Event description:
It was reported through a legal event that a 62 year old male patient had hernia repair surgery on or about (B)(6) 2019. During the hernia repair surgery, the surgeon implanted a strattice perforated mesh, 1620002p and the lot number is sp200029-123. After surgery, the patient returned to the hospital on or about (B)(6) 2020 and was diagnosed with a recurrent ventral hernia. On or about (B)(6) 2020, the patient underwent a revision surgery. Omental adhesions were noted and freed, and the large recurrent hernia was repaired. On or about (B)(6) 2021, the patient presented to (B)(6) in (B)(6) and was noted to have recurrent hernias. He underwent a revision and removal surgery to repair the recurrent hernias, where adhesions were noted and a portion of the mesh was dissected out.

Manufacturer narrative:
Internal investigation into strattice lot sp200029 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of (B)(6) 2022, of the 142 devices released to finished goods for lot sp200029, (B)(4) have been distributed with 69 reported as implanted. Based on our internal review with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.